Manufacturer narrative:
Follow-up #1: date of submission 01/29/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/16/2014 with the following findings: the pump powered on and the display was clear and legible. There was a call service alarm observed in the black box history. The blank screen could not be duplicated.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. After producing a low battery alarm, the screen became blank, and would not display even after replacing the battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.